Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the battery reamer device control unit did not function. It was further determined that the device failed the functional pre-test. It was reported in the service order that the device had an unspecified malfunction. It was unknown if the event occurred during a surgical procedure. It was unknown if there were any delays to the surgical procedure or if a spare device was available for use. It was unknown if there was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.